Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient's infusion set fell off during use within last three momths. The blood glucose level of the patient at the time of event was 200 mg/dl-300mg/dl. The infusion sets were used for two days. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.